Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified subclavian vein. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured at nominal atmospheric pressure. The procedure was completed with a 12x80 mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:device was returned for analysis. Blood was identified in the balloon which is indicative of a device leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified mid balloon. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure for this device is 24 atmospheres as per the print on the hub. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified subclavian vein. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured at nominal atmospheric pressure. The procedure was completed with a 12x80 mustang balloon catheter. No patient complications were reported and the patient's status was stable.